Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On (B)(6) 2019, the decedent underwent placement of the defendants' smart port CT product: upn h787ct80stpdvi1; lot #: 5433501, for her poor venous access. Upon information and belief, the aforementioned device's description is as follows: smart port CT single titanium port system with attachable 8.0f x 66cm polyurethane catheter and 8 f introducer kit. Upon information and belief, on (B)(6) 2019, the device at issue was implanted by dr. (B)(6) at (B)(6) hospital at (B)(6). Upon information and belief, on or about (B)(6) 2019, the decedent presented to (B)(6) hospital at (B)(6). Upon information and belief, on or around (B)(6) 2019, the decedent's port-a-cath at issue, i.e., her smart port, was removed by dr. (B)(6), at (B)(6) hospital at (B)(6) due to a methicillin-resistant staphylococcus aureus (mrsa) bacteremia infection.